Manufacturer narrative:
Insulin pump received with intermittent up and down button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and scratches on case near upper left side corner.

Event description:
It was reported that the numbers on the insulin pump display screen were scrolling without input during a bolus. The blood glucose reading was 10.2 mmol/l. It was also reported that the keys became unresponsive. The insulin pump display was also scratched. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.